Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia (vt) event. Anti-tachycardia pacing (atp) was delivered, and it was noted that therapy accelerated this event into a ventricular fibrillation (vf) episode. The device delivered an electric shock which successfully converted the rhythm. No additional adverse patient effects were reported. This device system remains in service.